Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted, in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states); ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported. A patient noted, as high-risk percutaneous coronary. Intervention was implanted, with an impella cp device, for mechanical circulatory support. While on support, poor perfusion to the leg was noted, as indicative of limb ischemia. This was treated by placing a distal perfusion catheter. Survival outcome at explant noted, the patient expired. Medical safety review of the event noted, there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.